Manufacturer narrative:
Product analysis: it was determined at analysis that the right hasp was broken, the display front bezel had minor damage on the right side (considered acceptable), the lower bullets were missing, the company logo button was broken and the power supply failed during repair. The power supply shut completely off and emitted a smell. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.